Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead was difficult to place, exhibited unstable thresholds and there were difficulties with the helix. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The analyst noted that the lead passed introducer test. Tissue visible inside helix, the distal conductor is distorted in the connector at 1.5cm, no further helix testing possible. If information is provided in the future, a supplemental report will be issued.